Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a inserter used for spin al therapy. It was reported that the tip of the inserter shaft broke off into the implant while the nurse was attempting to load it on. The event occurred on the back table while loading implant. The instrument was not faulty previously and had been used in a prior cases there was no patient involvement reported. There were no further complications reported regarding the event.

Manufacturer narrative:
H3: product analysis #(B)(4): part # 42001046, lot # s161201r visual and optical inspection confirmed the threaded u ball tip of the inserter has broken. The outer assembly and handle were not returned. The damage to the inserter is consistent with overload. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.